Event description:
It was reported that increased defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage due to subclavian crush was suspected to be the cause of the event. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.